Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported that they inserted the sensor into the abdomen on (B)(6) 2019. Date of issue and insertion is an approximation. The patient stated the sensor fell off the day after it was inserted. She has used the overlay patch in the past but experiences itching, a rash, and swollen eyes within 24-hour after patch application. She stated that if she does not use the patch, she does not experience the itching, a rash, and swollen eyes. The patient reported that she saw her eye doctor on (B)(6) 2019 and was provided ophthalmic cream and instructed to use calamine lotion and benadryl. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient and his endocrinology nurse educator reported that he has had ongoing skin reactions with multiple sensors over the past 3 months. About 48 hours after insertion in the abdomen he gets a red circle around the site, no swelling, and an internal stinging, burning sensation. He consulted with his endocrinology nurse via phone on an unspecified date and at the time of contact was planning to make an appointment to see his primary care physician. No medications or treatments had been prescribed. At the time of the contact, the patient had left the sensor off for over a week so had no redness/reaction at the time. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.